Event description:
Customer reported that the needle broke approximately 1/4 of the distance from the swage to the needle tip. The fragment remains embedded in the patient's paravaginal tissue. The attending surgeon does not anticipate any adverse patient consequences.